Event description:
Customer reported with an issue of clogged nozzle found during device inspection before use. There was no patient or procedure involved on this reported event. No user injury was reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: the air/water (a/w) tube was clogged, which occurred in the depth of the tube. Therefore, it cannot specify if the clogging was caused by foreign material or tube deformation. Furthermore, the following findings during inspection were noted on the device: c-tube was leaking. Objective lens (ob) lens worn noted. Light guide (lg) tube was aging. No ID information. Switch box (swbox) was aging. Switch 1 (sw1) was aging. Evaluation has confirmed the customer reported issue of clogged nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Unique identifier (UDI) number was inadvertently populated on the initial report. Report source- china should have been listed on the initial report rather than (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material clogged the air/water nozzle due to improper reprocessing. The user did not check the air/water supply function prior to the case and infusion tubing (mh-946) was not used for manual cleaning. The event can be detected/prevented by following the instructions for use which state the following" "inspection of the air-feeding function and the objective lens cleaning function." "The injection tube (mh-946) is used to send the cleaning agent to the air and water channels by flushing detergent solution into the air/water channel." Olympus will continue to monitor field performance for this device.